Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was overheating. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's printer was overheating. It was indicated that the main printed circuit board (pcb) was defective. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.